Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a high blood glucose level of 400 mg/dl. The customer did not mention the type of treatment they received for their blood glucose levels. The customer inquired for a new bayer meter and stated that their belt clip had broken. The customer was sent a new belt clip for their insulin pump.